Event description:
Wound nurse reported that the foam dressing was lifted from the patient¿s wound and the ez plus did not provide a leak alarm. This resulted in pooling of fluid in the wound and maceration around the wound edges. The wound nurse also noted that the small plastic tube within the soft port near the quick click connector was loose/dislodged.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez.